Event description:
It was reported by service report that the cot will not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The cot is beyond it's service life and the customer decided to remove the device from service.